Manufacturer narrative:
The customer reported event of solex catheter leak was confirmed during functional test. The most probable root cause is due to a latent material defect. During visual inspection, the catheter shaft was found to be kinked at 4 cm away from distal end of manifold. No other physical damage to the catheter was observed. Unrelated to the customer reported event, blood residues were also observed on the balloons. During functional leak test, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at middle of serpentine balloons, thus confirming customer reported complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was one other similar complaints found for solex catheter (lot # 87369): (B)(4) reported on 4/24/2019 a pinhole leak was found on the serpentine balloon.

Event description:
It was reported that during ivtm thermogard treatment the sodium chloride (nacl) reservoir had to be changed within 24 hours 2 times. It was not clear where the sodium chloride disappeared, customer suspected of solex catheter leak. Customer performed a vacuum test on the orange luer connectors, no blood was aspirated. The application was then paused. Patient was already rewarmed, hf was running - and it was enough to prevent fever, so no other device was needed. No consequences or impact to patient were reported.